Event description:
Follow up information identified the patient underwent surgical intervention where the lead was replaced with a new one. The patient is now receiving effective stimulation coverage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is not receiving stimulation. An sjm representative met with the patient and lead diagnostics showed multiple high impedances. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.